Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. No frozen screen. The device had cracked case at display window corner, cracked reservoir tube lip, and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had an error. She stated the device was frozen and then the button error alarm occurred. Customer's blood glucose was 221 mg/dl. Customer was working out the day prior to the alarm occurring. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.